Manufacturer narrative:
Concomitant device: 8253200: patient interface 8253200 response 3.0, s/n (B)(4), lot 208714533 manufactured: 2014/09/08 UDI: (B)(4). Product evaluation: -- mainframe 8253002 nim response 3.0 intl ¿ the device was received in good cosmetic condition. Two rubber foot stoppers were missing, which would not have affected the functionality of the device. The foot stoppers were replaced and the device was placed in a climate chamber for 48 hours to stress components; no deviations were found. The device was successfully tested to specifications. Patient interface 8253200 response 3.0 ¿ the device was received with a bent clip, which would not have affected functionality of the device. The clip was straightened and the device successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility requested evaluation and preventive maintenance on their nim; stating that ¿apparently when using the nim the patient got harmed (facial paralysis). Can you please see if it is because of malfunctioning of the nim or if it is due to the use of the nim?¿ no malfunction was alleged against the system. Additional information has been requested; at this time, no additional information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the physician was contacted and was able to clarify the event. She stated that when these devices were called in for evaluation, "the hospital did not understand properly. The nim was not part of the problem. The child who was on the table has a particular anatomy and the surgeon knew she was near the facial nerve and was warned it. Luckily the child suffered a reversible paralysis and now she is fine." Further clarification was received, confirming that there was no "good bur in the hospital; she was using one too big", which she knew would have an impact on the patient's nerve. "The patient has recovered completely."